Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 188 mg/dl. The blood glucose reading at the time of the event was 450 to 500 mg/dl. Diagnosed ketoacidosis. Customer had a bad site and did not receive insulin delivery. Nothing further reported.